Event description:
Pt reported her blood glucose was too high 15 days ago. Pt stated her blood glucose reading in the morning was 120 mg/dl and after lunch was about 500 mg/dl. Pt reported she did not change her diet and she did take her meal bolus. Pt stated the infusion device did not give any warning. Pt reported her blood glucose was 150 mg/dl. Pt stated her blood glucose was 400 mg/dl at 12:00 pm before she ate lunch. Pt reported the infusion device didn't deliver insulin very well and did not give any warning and/or error message. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.